Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter is confirmed. One 5 fr triple lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. An attempt was made to flush each lumen with a 12 ml syringe of water. Both the grey and purple lumens were found to be partially occluded. When additional pressure was applied to the grey and purple lumens, biological residue was pushed out of the distal end of the catheter and the lumens were then no longer occluded. The white lumen was found to be completely occluded. The catheter was dissected, and a microscopic observation revealed an occlusion made up of biological residue within the white lumen of the catheter near the 29 cm depth marker. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that blood return could not be confirmed but just the air was aspirated. It was further reported that it was not visually damaged. There was no reported patient injury. On (B)(6) 2022 - the grey and purple lumens of the returned sample were found to be partially occluded.